Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from an unspecified location. This occurred during preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from september 14, 2022 to september 16, 2022. H10: the actual device was returned for evaluation. Visual inspection was performed and when the fill port cap was opened, a backflow (leak) was observed coming out of the fill port . The reported condition was verified. The cause of the leak was due to a white particle stuck under the device checkband. The white particle was identified to be epoxy material which probably came from the drug container used by the customer to fill the device without a filter. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.